Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with operating currents within specification. The device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prim test, excessive no delivery test and displacement test. No unexpected "unexpected restart" or "external ram error" alarms noted. However, "displayable history check failed at startup" alarms were found at the alarm history file and were due to a corrupted history file. The device was monitored with a test minilink and a glucose sensor simulator. Sensor feature working properly. No unexpected weak signal or lost sensor alarms were noted. No cosmetic damage noted.

Event description:
Customer reported the insulin pump alarmed displayable history crc check failed at startup, external crc error, and unexpected restart. Troubleshooting was performed. Customer's blood glucose was 234 mg/dl. Alarms and possible causes were explained. Customer reported a temp basal was not programmed before either alarm. The device was not in spanish mode. The device was not stored for a long period of time. Customer was able to perform a normal bolus into the air. The device passes self test. No further information reported.